Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. A 4.00 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body; however, the stent was found to be lifted. The procedure was completed using a 4.0x26 non-bsc stent. No patient complications were reported and the patient's status was stable.